Event description:
A male had endovascular repair of distal aorta and bilateral iliac aneurysms. Pt had complaints of gluteal claudication after coil embolism in april. The intent was to protect pelvic blood flow in pt with 3.5cm iliac aneurysm. Cut down bilateral femoral arteries with no access issues performed. Arteriogram performed and device was introduced and deployed. Follow-up angiogram appeared okay at first but device continued to open causing cessation of blood flow to either renal artery and no urine output. Immediate arteriography performed. Emergency femoral/femoral bypass, right external iliac artery ligation, plication of right common iliac artery and proximal right external iliac and hypogastric arteries, bypass from the right iliac limb to hypogastric artery, repair of right iliac vein laceration. Surgery time 1030 - 2215.